Event description:
On (B)(6) 2013, the patient had a vns replacement surgery due to high impedance. The physician reported that the patient was implanted with a vns generator on (B)(6) 2013, and during this surgery, high impedance was seen at the first interrogation, prior to closing the generator pocket. They then tightened the generator with the screwdriver again and heard the click. The impedance test then gave a normal value, so the patient's incision was then closed and sent home. Patient was admitted the morning of (B)(6) 2013 to titrate the generator and system diagnostic test indicated high impedance. The patient was sent straight to the operating room. The surgeon could not release the generator with the screwdriver "as this was running idle". The leads were pulled on and they came out of the generator. The generator was then replaced and the lead was kept the same. Everything worked well - impedance was ok. The explanted generator was discarded as the screw was damaged. The initial screwdriver has been discarded after surgery on (B)(6) 2013. No other information was provided.